Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket erosion. A pocket revision procedure was performed approximately six months post-implant. The patient is currently scheduled for knee replacement surgery. There were no additional adverse patient effects reported. This crt-d remains in service.